Event description:
It was reported that an asymptomatic patient presented in clinic. A device interrogation was performed and revealed that their right ventricular (rv) lead exhibited low pacing impedance and noise oversensing. It was suspected that the rv lead had an insulation breach. No intervention was performed. The patient was stable throughout.